Manufacturer narrative:
(B)(4). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.

Event description:
It was reported that during surgery the monomer liquid had not entered into cartridge, so that the products could not be used.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during surgery the monomer liquid had not entered into cartridge, so that the products could not be used.